Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported, the patient presented in the emergency room after receiving four inappropriate high voltage therapies in a short period. Emts obtained a surface ECG after the event showing a rate of 125bpm. The device could not be interrogated and a telemetry test was unsuccessful. The device was subsequently explanted and replaced. No further information is available.